Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was not sensing r waves. Asystole was also noted during routine device changeout and when attempting to reprogram the lead to a bipolar configuration. The patient was lightheaded with the bipolar configuration and asystole. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.